Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the concerned device was explanted due to an mrsa infection leading to skin flap necrosis at the implant site. Reportedly the recipient underwent a skin flap revision surgery, however the infection re-occurred. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection.

Event description:
One month after initial surgery (performed on (B)(6) 2019) the surgical incision wound got infected and skin flap necrosis occurred. A skin flap revision surgery was performed. However, 10 days after surgery skin infection and necrosis re-occurred. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to wound infection that occurred one month post-op. In (B)(6) of 2019 the user underwent reconstruction of the implant site, but developed a seroma.